Manufacturer narrative:
Device evaluation summary: during evaluation of the sample it was observed to be intact. No anomalies were observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. A manufacturing record evaluation (mre) was performed for the finished device number 7685266, and no non-conformances related to the reported complaint were identified. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms. Reason for device explant and/or reoperation: capsular contracture baker¿s grade IV concomitant medical products: 450cc mentor smooth round high profile memorygel breast implant catalog: 350-4504bc lot:7685266 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent primary breast augmentation surgery with a 450cc mentor smooth round high profile memorygel breast implant experienced left sided capsular contracture baker¿s grade IV post procedure. The left sided capsular contracture baker¿s grade IV was confirmed by a physician. As a result, patient underwent removal and replacement with a 450cc mentor smooth round high profile memorygel breast implant (l) catalog: 3504504bc lot: 7703744 sn: (B)(4) on (B)(6) 2019.